Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's pump shut off. The customer reported an elevated blood glucose (bg) level of 560 (mg/dl) and administered an injection to correct bg level. Contact stated that the customer had chosen not to charge the pump. Subsequently, the pump shut down due to insufficient battery power. Recommendation was made to charge pump more frequently.